Event description:
It was reported that during deep brain stimulation implantation surgery the health care professional noticed that the lead had a bent tip. The implant was completed with a new lead.

Manufacturer narrative:
Final device for lead #3, lot v821788, revealed that the distal end was bent out of the box.